Manufacturer narrative:
The reported event of air aspiration could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the introducer was inserted into the patient and, when the dilator was removed, air was aspirated intermittently. The device was exchanged, and the procedure was completed with no adverse consequences to the patient. There was no air movement into the patient, and no additional venipuncture was performed for product replacement.